Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose at the time of the call was unknown. While troubleshooting, the customer stated that she was sweating a little bit prior to the alarm. The customer mentioned that she had issues with bent cannulas on the infusion set, causing her blood glucose to raise to 400 mg/dl. The customer treated the high blood glucose with manual injections. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.